Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having multiple low flow alarms. The log files were 8.5 hours in duration and mostly filled with low flow events. It was also noted that in the last line of the log file, the power, flow and pulsatility index (pi) started to increase. The patient reportedly had stenosis in their outflow graft. Additional log files were submitted, and it showed that the patient continued to have low flow alarms. Additional information with the results of the computed tomography angiography (cta) was received that showed the ectatic sinus of valsalva was measuring up to 3.9 cm. The outflow cannula anastomosed to the descending aorta level of the right branch pulmonary vessel. There was mild aortic atherosclerosis in the abdominal aorta and ostia of the celiac and superior mesenteric artery (sma) vessels. Postsurgical mesh which was in close contact with the outflow cannula in the anterior substernal location was seen with mild surrounding fluid. There was a significant thinning of the left ventricular wall which appeared aneurysmal and was trace wall thickening. Leads in the right heart chambers and postsurgical changes of coronary artery bypass graft (CABG). Lvad device inflow cannula is stable. In the outflow cannula there was stable luminal irregularity. Limited evaluation was noted through the strain relief with streak artifact. There was development of crescentic luminal opacification in the proximal outflow cannula between the inner graft and outer coaxial graft. The transverse luminal diameter narrowed by 8mm from the previous 16 mm, similarly more superiorly at the level of the right atrium there was luminal caliber narrowing in the transverse dimension of approximately 8 mm compared to 19 mm with increased surrounding fluid density. This pattern and appearance extended superiorly with a similar curvilinear opacified outflow tract near its junction with the aorta. Increased narrowing was observed throughout the mid to distal outflow cannula concerning for progressive blood products/thrombus development within the potential space. Visualized driveline was intact. Other than the low flows, the patient had no other symptoms. Stenting of the outflow graft was being considered.

Event description:
It was reported that stenting of the outflow graft was done on (B)(6) 2022 and the patient was at home with intermittent low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft narrowing could not be confirmed as no images were submitted for evaluation and the device remains in use; however, review of the submitted log files confirmed the reported low flow events. Although a specific cause for the low flow events could not be conclusively determined through this evaluation, the account indicated that they decreased in frequency following an outflow graft stenting procedure. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported patient-related conditions could not be conclusively established through this evaluation. The submitted log files collectively contained events from 29oct2022. 30oct2022 and 31oct2022, per the timestamps. The majority of the files consisted of intermittent low flow events. No other notable pump-related events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿ provides an explanation of all pump parameters, including pump flow. Section 4 , ¿system monitor¿, explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.